Manufacturer narrative:
BLOCK D2B: PRODUCT CODE: ADDITIONAL PRODUCT CODE QON. BLOCK G4: PREMARKET / 510(K) #: ADDITIONAL PREMARKET / 510(K) # P190006. UDI FOR CONCOMITANT PRODUCT, TINED LEAD: BLOCK D10: MODEL NUMBER/CATALOG NUMBER: 1201. SERIAL NUMBER: UNKNOWN. BATCH/LOT NUMBER: UNKNOWN. MODEL/CATALOG DESCRIPTION: TINED LEAD. UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS NEUROSTIMULATOR (INS) HAD SURGERY TO REVISE THEIR INS AND TINED LEAD. ADDITIONALLY, THE PATIENT HAD THIS REVISION DONE WAS DUE TO THE INS FALLING OUT OF THEIR POCKET. THE PATIENT STATED THEIR INS FELT TOO SUPERFICIAL. THE PATIENT RECEIVED A NEW INS AND TINED LEAD. THERE WAS NO PATIENT COMPLICATIONS REPORTED.

Event description:
It was reported that the patient with this Neurostimulator (INS) had surgery to revise their INS and Tined Lead. Additionally, the patient had this revision done was due to the INS falling out of their pocket. The patient stated their INS felt too superficial. The patient received a new INS and Tined Lead. There was no patient complications reported.

Manufacturer narrative:
Block D2b:Product Code: Additional product code QON.Block G4:Premarket / 510(k) #: Additional Premarket / 510(k) # P190006.UDI for Concomitant Product, Tined Lead:Block D10:Model Number/Catalog Number: 1201,Serial Number: (b)(6),Batch/Lot Number: AL1F321271,Model/Catalog Description: Tined Lead,Unique Identifier (UDI) #: (b)(4).Correction:Block D4: Device Model Number and Serial Number.